Event description:
Information was received regarding a cadd administration set. It was reported that infusion started at a low rate with no problems. Once the rate was increased to 120ml/hr, the tubing began leaking from the side filter. Patient outcome is unknown.